Manufacturer narrative:
Cmp-(B)(4). Medical product - nk ii rev femur catalog# 6315-12-011 lot# 60953756, 14.5 x 125 smooth stem catalog# 6215-12-145 lot# 62624729, 12.5 x 155 os catalog# 6815-15-125 lot# 62800012, 0,00 modular tibia catalog# 6420-01-003 lot# 61950383. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to articular surface dislocation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as product was returned. The components were returned for evaluation. The articular surface was damaged on the posterior side and also there were signs of gouges on the edges of the medial side and on proximal side. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent primary right knee procedure. Subsequently, the patient was revised due to dissassociation. No additional patient consequences have been reported at this time.